Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. Patient 1 initial sodium results was 160.2 mmol/l and the repeat results were 142.4 mmol/l and 142.3 mmol/l. Patient 2 initial sodium result was 183.4 mmol/l and the repeat results were 137.4 mmol/l and 137.6 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.